Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measures approximately 18.45mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, one side of the jaws on the force bipolar broke off into the patient. When they went to grab tissue, it fell off. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected briefly and did not show any damage teeth seemed correctly aligned. The surgeon was surprised and wasn't doing anything out of the normal and was just grasping tissue when it just sprung off the tissue and half the jaw fell off. The instrument was used halfway through the case. No issue during procedure was noticed or voiced. Instrument did not collied or give any indication of malfunction prior to breaking, cautery was function as normal. The instrument was just holding on tissue when it snapped, and half the jaw fell off inside the pelvic area in the patient it did not collide or touch any other instrument. The arm had not been replaced or removed after insertion; it was during the initial portion of the surgery. No resistance reported at any portion of the surgery removing arm from cannula. It was not completely straight since it was not cooperating with the surgeon's hand movements to straighten it. Still no resistance removing it through the cannula was fairly straight just not completely. No damage to cannula reported. Just a few frayed wirings but nothing extensive. They used a specimen retrieval bag to remove the fragments, and all fragments were retrieved. Confirmed with inspection and visual confirmation from the surgeon and pa. No additional surgery required to remove the fragments. No post-operative testing completed as the surgeon was very confident, she removed all fragments. Completed the procedure as normal. No injury to patient. Patient has not returned with complaints or post-surgical complications. I returned the fragment with the arm in a biohazard bag. No images or recordings available.